Event description:
It was reported that a catheter malfunctioned near the end of pump life. The nature of the malfunction was not reported. The baclofen pump was replaced on (B)(6) 2009. The patient experienced increased spasms, clonus, spasticity, tone and irritability on (B)(6) 2008. The event was reported as moderately severe and resulted in hospitalization. The event resolved without sequelae on (B)(6) 2009. Additional information has been requested and will be reported if it becomes available on a follow-up report.

Manufacturer narrative:
(B)(4).